Event description:
It was reported that a patient underwent a robotic assisted laparoscopic hysterectomy through a 12 port on (B)(6) 2013. During the procedure, the lights on the front of the device were flashing when the handpiece was activated. The physician tried using a shaving technique but to no avail. The physician used laparoscopic scissors to easily cut around the fibroids in the uterus and continued performing the technique to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: narrative - it was noted that the vagina was exceedingly small, very difficult to even place a small uterine manipulator. The uterine manipulator in the vagina resulting in need for morcellating to remove the uterus. The uterus was 14cm. Procedure performed robotic assisted laparoscopic hysterectomy and cytoscopy.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-03299, medwatch 2210968-2013-03301, and medwatch 2210968-2013-03302. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.